Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a lithotripsy procedure the handle "snapped". An rx lithotripter compatable basket had been advanced to crush unspecified stones. While attempting to crush the target stones without using the alliance gun, the top part of the handle near the finger grip "snapped". The device was removed and the procedure completed with another of the same device. There were no pt complications reported.